Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a soundstar® eco diagnostic ultrasound catheter and the patient experienced pericardial effusion that required pericardiocentesis and cardiac window. A pericardial effusion was identified on the ultrasound. Drainage was performed and the physician removed 1500ml/cc of blood and fluid. A surgeon was consulted, and the patient was moved to the operating room for a cardiac window surgery. The patient was admitted to the hospital and is expected to fully recover.